Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy. X-rays were taken and confirmed that the lead had migrated. High impedances were also noted. Surgical intervention may be pending to address this issue.